Manufacturer narrative:
(B)(4). Product from the same lot number was returned for evaluation and found to meet specifications. The investigation is in progress. Upon completion of the investigation, a follow-up medwatch will be filed.

Event description:
As initially reported by a distributor on (B)(6) 2014, a patient experienced a burning sensation in the left eye after washing her hands and inserting a contact lens. The patient also experienced red eye and heavy tearing. The patient proceeded to experience an inability to focus and a "milky" surface over the periphery of the left eye. Due to severe pain, the patient consulted a physician and was told that the cornea was swollen due to a chemical reaction. The patient was prescribed unspecified eye drops to use for two weeks, and reported an inability to work for one and a half days. At the time of the initial report, the event had not resolved. Additional information has been requested but not yet received.